Manufacturer narrative:
. Sample was collected from patient's arm. Sample was centrifuged at 3500 rpm for 3 minutes. Customer noted that sample was normal in appearance. System check, calibration, and qc data were not supplied by customer. Patient sample was tested by customer product line support (cpls). Results confirm presence of heterophile antibodies in patient sample. Heterophile interference has been determined to be the root cause of event.

Event description:
A customer reported to beckman coulter inc. (Bci) that the access 2 immunoassay analyzer generated a false positive troponin (accutni) result for one (1) patient over an extended period of time that did not agree with the clinical picture. The erroneous result was reported out side the laboratory. There were no instances of death, injury, serious medical deterioration, or inappropriate medical treatment due to event.